Event description:
During a routine shift check by a clinician the device displayed a "defib fault 79" message. The complainant indicated that there was no patient involvement in the reported malfunction.